Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir lip ring was missing. The customer¿s blood glucose level was 85 mg/dl at the time of incident. Customer stated that the reservoir not able to lock into place. The insulin pump will be returned for analysis.